Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with air bubbles in reservoirs. They tried to fill them but they could not get the air bubbles out. It had occurred with multiple reservoirs. The customer's blood glucose level was 200 mg/dl. The customer was advised that putting the reservoir in her bra to warm up can cause air bubbles. Troubleshooting was not performed. The product will not be returned for analysis.